Event description:
Woke up close to midnight the smell of something smoking, or a fire. It was an extremely strong odor that started to smell like melting plastic or chemicals. We almost called the fire department, after searching the entire house and narrowing the smell to the master bedroom, when my husband noticed our philips sonicare electric toothbrush had a black hole forming toward the bottom. We immediately unplugged the device, which was on its charger. Prior to this the toothbrush had not been working properly. It would start and stop intermittently. I called the company in saturday and they helped me to reset the device by putting it on the charger and holding the power button for 15 seconds. Ultimately this didn't fix the issue. Retailer: (B)(4). Retailer state: (B)(4). Purchase date: (B)(6) 2018. This date is an estimate. The product was not damaged before the incident. The product was not modified before the incident. I will alert the company in the morning.